Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: this lead is no longer reportable.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The reported observation of ineffective stimulation was confirmed. As received, microscopic inspection of the lead revealed all broken wires and that would cause ineffective stimulation. The cause of the issue is unknown.